Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell and screen was damaged. The customer¿s blood glucose level was 243 mg/dl. It also stated that right hand side of the screen was covered with white lines and customer was not able to read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to display anomaly.